Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. There was a 15-20 minute delay. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection was performed and there were no problems related to the reported issue. The error 319 was verified in the system event logs. The unit was installed onto a system and the issue was not replicated. After running slow sine cycle for one hour there were no errors triggered. The complaint was confirmed based on [the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. Although the error was confirmed suggesting an issue with the hrsv node, failure analysis of the found no issues related to the reported complaint. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue is captured in the gen 5 clinical risk analysis (cra), system ((B)(4), rev. T) via risk ID (B)(4).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recoverable fault and related fiber messaging. Prior to calling in the site rebooted the system twice with no change and checked the fiber connections. Technical support engineer (tse) viewed logs from earlier in the day and noted 31089 errors between system and console 2. Tse recommended site disconnect second console to resolve faults. After multiple attempts to restart the system unsuccessfully, the system was powered off, the second console was removed and the system was restarted without further issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse found 319 on hrsv nodes. Fse cleaned fibers at ccc and at hrsv connections at the top of column on the vertical rolling loop harness. The 319 error cleared. Fse replaced pn: 380699-46 mtm to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).